Event description:
This device was returned without oos documentation from medtronic, inc. Per the medtronic technical services, this system was removed due to infection. The system was replaced with a medtronic system. There are no adverse events reported for the pt. Also removed: aerox 60 bp, 1028232-2008-00220. Aerox 45 jbp, 1028232-2008-00221.

Manufacturer narrative:
This pacemaker was explanted in 2008, after an implantation time of 41 months because of an infection. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.